Event description:
This senior medical surveillance specialist spoke with the pt/layperson regarding his 2009 complaint that a blood glucose result six days prior, was inaccurately high followed by symptoms of low blood glucose. The pt clarified the info and reported additional details as follows: the pt tests before every meal, before driving, and before physical activities. The same day, the pt tested at 11:00 am, result 300 mg/dl. The pt denied symptoms and did not retest. Based upon the result, the pt injected 12 units of humalog insulin. Fifteen minutes later, the pt reportedly became symptomatic: shaky, blurred vision, clammy and lightheaded. The pt tested on the meter, result 54 mg/dl, and self-treated with two glasses of orange juice. After drinking the juice, he felt better and retested, result 108 mg/dl. Although the pt cannot recall his 8 am result the same day, he had not injected insulin earlier. Because of the alleged inaccuracy, the pt tested with control solution that was in-date and had been opened five days prior, within the recommended three months. Due to results 91, 103, and 93 reading below the control solution range of 108-144 and possibly due to a comparison with a friend's ultramini meter a week earlier (he cannot recall the result on the other meter), the pt called lifescan. A control solution test the same day, with the same vial of control was in range, per the pt. Test strip lot not recalled at that time. Since the pt reported, he became hypoglycemic after basing insulin on an allegedly elevated result, the complaint is reported. The customer care advocate had replaced test strips, meter, and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.